Event description:
It was reported during a percutaneous procedure the tip of the ultimum dilator detached. The physician did not discover the detachment until the dilator was removed from the pt. Reportedly the dilator tip remained in the pt. There have been no adverse events reported by the pt to date.